Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's hip was revised due to patient fall. Stem, head, and liner were revised to a restoration modular stem construct, adm/mdm liner construct, and 28 +4 metal head with 5 sets of cables.